Event description:
On (B)(6) 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure. During the procedure, it was noted that a device did not properly deploy and the needle did not fully retract. On (B)(6) 2022, investigation of the returned device confirmed 33mm of the needle was broken but fully accounted for. No patient harm or injury was reported.